Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a problem since the night prior to the report. The patient started feeling a stinging sensation in her backside. The patient said it felt like she was being stung by 10 bees. The patient said the stinging sensation was not positional. The patient said she turned off stim and the stinging stopped. The patient didn't try any other groups. The patient mentioned she fell about 4 weeks prior to the report and the stinging was on the opposite side of the fall. The patient was directed to follow up with the hcp to have the device checked. No further complications were reported.